Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 7 was failed. A field service engineer replaced the position sensor, latch sensor, latch inseparable, and latch solenoid. All row boards were removed to verify that no debris was present. The row board connections were then reseated. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the full height cubie drawer 7 failed. The customer attempted to recover it by turning the machine off and then back on. This caused the screen to turn white and everything to freeze. Then restarted the machine again, and it recovered. Later that evening, the drawer failed again and recovered it by opening the back and pushing the red lever while in the recovery screen, repeatedly opening and closing it until the system recognized that the drawer was open and close it. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.